Event description:
The customer's pump screen was reported as dark and not turning on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.